Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported sparks. The device was returned to the biomedical engineering dept with an unsigned note that stated, "damage." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During a visual inspection at the user facility, it was noted that there was "evidence of sparking" and melted metal on the male end of the ac power cord. It was reported that the ground prong was partially melted. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.